Event description:
It was reported that during insertion of the pfna, proximal femur nail antirotation, blade the impactor broke. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned and the visual inspection and evaluation has shown that the handle and hitting cap had separated from the shaft and the handle is broken. Apparently the handle was hit. Our investigation has shown that the weld of the hammering anvil is broken and the handle is not fixed on the shaft anymore. We suppose that a mechanical overload situation led to the breakage of the weld. Also we found that a piece from the plastic handle is broken off. There are some marks of hammer blows at the side of the impactor where the mark attach is. These marks let us suppose that the plastic handle was hit and therefore a piece broke off. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. We suppose that a mechanical overload situation led to the breakage of the weld and this device damage is related to the conditions of use and operational context contributed to this event.